Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer insulin pump received rewind anomaly. The customer¿s blood glucose level was unknown. The customer reported that they had changed the 3 infusion set but could not complete the rewind process. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test and rewind test. No unexpected rewind anomalies noted. Device received with cracked reservoir tube lip, cracked battery tube threads, broken belt clip slot and stained end cap sticker. The test infusion set and reservoir does lock into place. (B)(4).